Event description:
It was reported that after 48 hours of intra-aortic balloon therapy there was a "leak in iab circuit" alarm generated and blood was detected in the catheter tubing. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A portion of extracorporeal tubing was cut from the iab and not returned. An underwater leak test of the balloon, catheter, y-fitting, portion of extracorporeal tubing was performed and one leak was detected on the membrane approximately 3.3cm from the rear seal measuring 0.025cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that after 48 hours of intra-aortic balloon therapy there was a "leak in iab circuit" alarm generated and blood was detected in the catheter tubing. The iab was replaced. There was no reported injury to the patient.